Manufacturer narrative:
(B)(4).

Event description:
Per additional information received,chronic pelvic pain with vaginal prolapse, cystocele, rectocele. Underwent removal of sling, cystoscopy and anterior repair. Yes, as per the available medical records the patient presented with the following complications and underwent additional surgery: front abdominal pubic area pain, bumps in vagina, pelvic pain with vaginal prolapse, cystocele, and rectocele, dysuria, urinary retention for which she must self catheterize, free fluid collection in right side of the pelvis, nonspecific bladder wall thickening, bowel wall thickening in the cecum and ascending colon, bacterial infection in the urethra, microhematuria, pyuria, recurrent urinary tract infections, tenderness of her bladder neck and urethra. Underwent examination under anesthesia, vaginoscopy, urethral dilation, cystoscopy, bilateral retrograde pyelograms under general laryngeal mask &#62282;findings: she did have some mucoid material within the vagina but no foreign bodies ware noted. No evidence of erosion. Endometrial thickening, tissue and mucus falling from her urethra and vagina, abnormal uterine bleeding, stage I interstim dislodged &#63496;ence removed stage I interstim and placed full interstim, intermittent selfcatheterization, dysfunctional uterine bleeding with anemia, severe interstitial cystitis, chronic pelvic pain syndrome, placement of new lead, vaginal bleeding with abdominal pain, urethral irritation, a greenish discharge per vagina. Underwent urethral re-construction by dr. (B)(6). Severe pain from her urethral reconstruction pelvic pain with vaginal prolapse, cystocele, rectocele, neurogenic bladder, abdominal pain, crohn&#62688;disease. Underwent hysterectomy and colectomy on 2010 (reports are unavailable) &#63489;lso significant component of pelvic floor abnormality as it is unusual to have a total abdominal hysterectomy, bilateral salpingooophorectomy prior to a total colectomy may have an empty space in the anterior pelvis that is negatively affecting her ability to evacuate her rectal segment - neurogenic bladder requires self catheterization/ alternate surgical suspension procedure.

Manufacturer narrative:
(B)(4). Note: this report corresponds with bard's report #(B)(4) for an "unknown uretex."

Event description:
Procedure: stress urinary incontinence, pelvic organ prolapse and other symptoms. Reportedly, the patient underwent a procedure for treatment of stress urinary incontinence and pelvic organ prolapse. Allegedly, the patient experienced pain, injury, and has undergone corrective surgeries.